Event description:
The reporter states that the customer obtained a 598 mg/dl and 157 mg/dl blood glucose comparison on the accu-chek aviva system. The results were obtained within a 10 mins timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.